Event description:
Additional information received reported the manufacturing representative had no further information about the patient. The reporter stated that at the last reprogramming session the patient was receiving coverage.

Event description:
It was reported the patient had stimulation in the wrong location and pain at the lead location. It was noted that patient had pain at the spine incision and a loss of back coverage. It was further noted that impedance testing, x-rays, and reprogramming was done. The reporter stated that during the revision the healthcare professional ¿freed up scar tissue¿ and removed anchors. The reporter further stated the hcp revised the patient¿s laminectomy to allow more space and maybe relieve pressure. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4). (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the cause of the event was pain at the incision site. The event was attributed to the lead. There were low impedance measurements. It was noted that there was dislodgement/migration of the lead. A revision of the lead was scheduled for (B)(6) 2013. An MRI/x-ray/CT scan was performed on (B)(6) 2013. The result was spinal stimulator tip was at t7. There was repositioning of the spinal cord stimulator lead wires during revision. The patient had required hospitalization. Patient outcome was non-serious injury/illness. On (B)(6) 2013 patient was hospitalized for wound drainage.